Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history record revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of this death was due to a myocardial infarction. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.